Event description:
It was reported the device failed self test. The device was returned for calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis also found the battery contact were compressed. The battery release, battery drawer, lower case, and lead flex cover were contaminated. Upper case, two side bail covers, and ring cover were broken. It was noted the ring was missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.